Manufacturer narrative:
This spontaneous case was reported by a consumer, and describes the occurrence of medical device removal ('medical device removal'). In a 57-year-old female patient who had essure (batch no. 628313) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criterion intervention required), (B)(6) years (B)(6) months after insertion of essure. On an unknown date, the patient experienced insomnia ("loss of sleep"), amnesia ("memory loss"), disturbance in attention ("difficulty concentrating"), depression ("depressive state"), arthralgia ("hip pain when walking/joint pain"), balance disorder ("loss of balance when walking"), tendonitis ("tendinitis/capsulitis of right shoulder"), fatigue ("tired") and vision blurred ("blurred vision"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal, insomnia, amnesia, disturbance in attention, depression, arthralgia, balance disorder, tendonitis, fatigue and vision blurred outcome was unknown. The reporter provided no causality assessment for amnesia, arthralgia, balance disorder, depression, disturbance in attention, fatigue, insomnia, medical device removal, tendonitis and vision blurred with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kgs. Lot number#: 628313, manufacture date: 2008-10, expiration date: 2011-10. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 3-dec-2021, quality safety evaluation of ptc. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 25-nov-2021. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) year-old female patient who had essure (batch no. 628313) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criterion intervention required), 11 years 9 months after insertion of essure. On an unknown date, the patient experienced insomnia ("loss of sleep"), amnesia ("memory loss"), disturbance in attention ("difficulty concentrating"), depression ("depressive state"), arthralgia ("hip pain when walking / joint pain"), balance disorder ("loss of balance when walking"), tendonitis ("tendinitis/capsulitis of right shoulder"), fatigue ("tired") and vision blurred ("blurred vision"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal, insomnia, amnesia, disturbance in attention, depression, arthralgia, balance disorder, tendonitis, fatigue and vision blurred outcome was unknown. The reporter provided no causality assessment for amnesia, arthralgia, balance disorder, depression, disturbance in attention, fatigue, insomnia, medical device removal, tendonitis and vision blurred with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.